Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed a bent pin on power source port 2. Analysis of the device revealed that the device failed to meet specifications. The controller failed visual inspection as a result of a bent pin that prevented the battery connector to lock into place. Heartware has opened an internal investigation to evaluate these types of issues. The power source port was working properly leading up to the events described in the complaint. The data logs also confirmed a vad disconnect alarm that likely occurred during the controller exchange. The confirmed bent pins are related to the reported event and likely occurred during the patient's loss of consciousness. The loss of power to the controller likely occurred as a result of a double disconnect of the power sources due to the patient's confusion. The bent pins are most likely as a result of the patient falling during a loss of consciousness due to a double disconnect of power sources. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On september 09, 2010, the hwi training materials, gr00038 & gr00039, were updated to include new verbiage clarifying proper mating procedures. The changes were released under co03474. Distribution of the changes took place in september 13, 2010. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately ten months post implant, the patient was found unresponsive after losing power. The site reported that the patient was confused by the connections for the batteries, ac adapter and monitor cable. The nurse found him and reconnected power. The nurse stated that she saw a low priority alarm but then a medium priority alarm (she couldn't recall what the controller said). Shortly after seeing the flashing yellow alarm, the whole controller went blank and they switched it out. Log file analysis confirmed a pump stop for the reported event date. However, no alarms were visible.